Event description:
The reporter contacted animas on (B)(6) 2012 and stated the keypad buttons required multiple hard presses to elicit a response. The reporter denied damage to the keypad and noted the symbols were worn. The patient reportedly wore the pump in a pocket and did not clean it. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling was observed. During testing, the up arrow, down arrow, and ok keypad button was intermittently unresponsive; the contrast button responded appropriately and was functional. There was evidence of contamination found under all of the key contacts. Testing revealed that the up arrow and ok key contacts were misaligned.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.